Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure on (B)(6) 2016. Refer to manufacturer report 3005099803-2016-02442 for the other associated device information. It was reported to boston scientific corporation that a rotatable medium oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the device failed to deliver electrical current. Upon inspection of the device, it was noted that the shaft near the handle appeared to be melting. The procedure was completed with a different device. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.